Event description:
New information notes that the patient's left ventricular lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
It was reported that a patient presented to the emergency room on 27 sep 2022 after experiencing discomfort due to diaphragmatic stimulation. Upon interrogation, it was noted that there was a loss of capture on the patient's left ventricular lead. An x-ray was performed on (B)(6) 2022, which confirmed that the patient's lead had dislodged. Programming changes were made to deactivate the lead, and the stimulation was no longer felt by the patient. A lead revision procedure was planned, but nothing was reported. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and of loss of capture and incorrect muscle stimulation. As received, a complete lead was returned in one piece. The double bent height was measured within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies.